Manufacturer narrative:
The field service engineer could not determine a cause. The system was recalibrated. The sample probe was cleaned. Controls and precision studies passed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. A questionable result was reported outside of the laboratory. The customer noted that the complained sample had a moving averages error. Controls were ok but appeared to be drifting up. The sample initially resulted in a na value of 151 mmol/l and it repeated as 141 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Based on the provided quality control data, controls were acceptable on the day of the event. One level of control was outside of range the day after the event. Upon review of the alarm trace, abnormal probe aspiration, sample foam detection, and sample short errors were observed. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.